Event description:
It was reported that while using the greenlight laser system during a prostate procedure, errors 211, 202.1 and 235 were received; the laser system was turned off and the case completed using an alternate procedure. There was no injury reported.